Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2014. According to the complainant, one minute to ablation phase, they received three fluid loss alarms and the system automatically went to cooldown. When he inspected the patient, there was hot saline leaking from the vagina and he noticed an approximately 2x2 cm reddish area with the skin peeled off, at the posterior vagina, just an inch below the cervix. The procedure was not completed because of this event and the patient's condition at eh conclusion of the procedure was reported to be "fine." The burn was treated with silvadene cream. The patient went to follow-up with the physician and was noted that the burnt area had completely healed and the patient was fine.

Manufacturer narrative:
The exact age of the patient is unknown; however, it was reported the patient was over 18 years. The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined, however, it was reported that the device was not used past expiry date. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.